Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. When the piston rod moves between 200-100 units, the blood glucose levels will rise inexplicably and he doesn't get the blood glucose level down. When the piston rod decreases under 100 units, the customer had received so much insulin that he has hypoglycemia. No adverse event was reported. The infusion device was requested to be returned for product evaluation.